Event description:
It was reported that a user of the ilet experienced extended hyperglycemia after a morning supply change, with blood glucose around 400 mg/dl, and glucose did not regulate despite substantial correction doses until the user changed the infusion set and connector; the cannula was not bent, there was no site leakage, and the connector was damp without visible leakage in or around the chamber. Symptoms included hyperglycemia. Outcomes included product replacement and user troubleshooting and education. Investigation included customer interview and troubleshooting by customer care. Investigation of this case revealed no confirmed device malfunction and no identifiable mechanical failure of the infusion set or connector, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.